Manufacturer narrative:
Extended investigation was performed for the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor and sensor kit was reviewed and the DHR showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc fs libre sensor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 67 mg/dl within 10 minutes. The customer's trend arrow was straight up. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc fs libre sensor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 67 mg/dl within 10 minutes. The customer's trend arrow was straight up. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.